Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer that the issue was resolved, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, patient information was not showing in all stations. In the console, only 43 patients were visible, and newly admitted patients were not appearing on the stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.